Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The patient was found at home and it was unable to be determined if the left ventricular assist device (lvad) was the cause of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. There was no autopsy, and the device was not explanted for evaluation. The relevant sections of the device history records for (b(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.